Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that the patient faced an event where package was not sealed properly on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: russian federation.